Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they air bubble in the infusion set line. The states they are not sure if the its the pump or the set causing the air bubbles. The customer states they can not continue troubleshooting, but did state they have experience recurring low. However the customer did not provided a blood glucose value.